Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, alerts for noise were observed, especially when patient was laying on the right side. Patient condition was okay before, during, and after the event. Lead revision will be scheduled. No further information available.